Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a sigmoid resection procedure, when removing the stapler from the rectum after firing, the anvil came loose from the trocar when the stapler was opened. The anvil was massaged out thru the anus to remove. There was no patient harm.